Event description:
Customer stated that a hcw had difficulty closing the shield over the eclipse. She placed the needle off to the side of the drawing table. The needle fell from the table occurring in a nsi to her ankle. Hcw went to the ER where she was placed on treatment.